Event description:
It was reported that a spectrum pump displayed system error 105 in the cardiovascular intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation the reported system error 105 which was observed at power up. System error 105 was found to be caused by a failed motor with severed motor screws. The failed motor assembly (including the screws) was replaced.